Event description:
It was reported the patient (B)(6) was no longer feeling stimulation. Diagnostic testing identified high impedances on the surgical lead electrodes. Follow up information revealed the lead was removed and replaced on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.